Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken battery clip was confirmed via evaluation of the returned power module (B)(6) at the pleasanton service depot center. The unit did not undergo functional testing at the pleasanton service depot center due to the customer declining repair quote for the repairs. The customer also authorized service depot to scrap the unit following analysis. The unit was forwarded to product performance engineering (ppe) for further testing. Upon receipt of the unit at the product performance engineering department, the reported damage to the battery clip was observed; although, the broken belt clip did not cause any alarms or affect the electrical functionality of the returned power module. The unit was scrapped, per customer's request. A root cause for the reported event was determined to be damaged battery clip within the power module; although, the specific cause for this damage was unable to be determined via this investigation. Additionally, it was found incidentally during investigation that there was corrosion on internal components and a damaged power supply pcba. Review of the device history record for the power module, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate IFU section 3 ¿ ¿powering the system¿ instructs users to keep the power module and mobile power unit dry and away from water or liquid. Heartmate 3 instructions for use section 4- ¿heartmate touch communication system¿ and heartmate 3 patient handbook (rev. B) section 6 - ¿cleaning and maintaining equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU)caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery clip of a power module was broken. The unit was removed from use.